Event description:
The reporter stated that they did back to back (rapid succession) blood glucose tests, with results of 28 and 64 mg/dl. Reporter did not have any symptoms. Control testing was not done due to unavailability of supplies. The reporter stated that the confirmation dot on the test strip looked "brownish" and suspected that the stips were defective, used it anyway, and got the reported readings. Reporter stated that they do not always remember to close the test strip vial tightly. No harm was alleged. Attempts to contact the reporter for further info have not been successful.